Event description:
Customer reported when the user released the slide clamp below the filter, blood and chemo leaked from the tubing. Customer noticed a slice in the tubing where the slide clamp had been. No product return expected. There was no pt or staff harm reported and no medical intervention was required. Customer did not provide add'l event or pt details.

Manufacturer narrative:
(B)(4). No product will be returned per customer. The customer complaint of set leaking from a slit in the tubing was confirmed per pictures sent by customer. The root cause of this failure was not identified. Conclusion: no available code for undetermined or unk cause.